Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement articulating arm shipped to site 03/15/2016. On 03/18/2016 a medtronic representative, following-up at the site, reported the site neuro coordinator stated that the suspect articulating arm was discarded at the site. Part not received by manufacturer.

Event description:
A site representative, neuro coordinator, reported a site navigation system articulating arm that would not tighten properly. The device has been taken out of service. Replacement requested. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.